Manufacturer narrative:
MDR - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 23-apr-2024 and 26-apr-2024, the patient faced that the infusion set cannula was bent within 3 hours of insertion at abdomen, which cause the patient's blood glucose from 175 to 250 mg/dl. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.